Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The actual device was returned for eval and determined to be functioning according to product specifications. There was no dried fluid inside the cassette door and inside the pneumatic lines between the pump body and the hydrophobic filters. The cycler passed a mushroom head check. There were no abrasions on both mushroom heads. The simulated treatment was performed and completed without any failures or problems. The system air leak/valve actuation test failed due to a fluctuating vacuum reading. The creased diaphragm was replaced on side a, which resolved the issue. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labelling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) pt requested a replacement cycler due to heater bag alarm and trouble with her hill phases during pd treatment on the liberty cycler. The pt stated she was using heparin due to an infection. The cycler was replaced. During a f/u call, the pd nurse stated that the pt had previously developed bacterial peritonitis and was recently discharged from the hosp. The pt was treated with intraperitoneal antibiotics.